Event description:
The device was used during a laparoscopic hernia repair. Device developed a slow leak around the trocar sleeve. A 2nd device was opened and ruptured after a few pumps. A third device was opened and worked fairly well. Surgeon expressed concern about the event and elected to convert to an open procedure to complete the case.

Manufacturer narrative:
Section f correction: all info supplied on the initial report should have been na because no user facility medwatch report was received. Results of evaluation: conclusion; a) it was concluded that the balloon had become punctured in the distal tip and cut in the proximal portion, making teh inst. Non functional. The inst. Was received with 2 cuts in the balloon in the proximal portion. The cuts were approx. 135 degrees from the stopcock position, and 1/16" length and 3/16" apart from one another, in line with the extension leg. There were abrasion marks around the cuts. A puncture hole was observed in the distal portion of the balloon and was 1/64" in diameter. B) it was concluded that the balloon had burst near the distal tip, making the inst. Non functional. The inst. Was received with a balloon which had burst and approx. 60% of the balloon was not returned with product. The inst. Would not function as designed due to a balloon which had burst. No conclusion could be reached as to what may have caused the balloons to burst. Ab) each instrument is evaluated during the assembly process to ensure that it functions properly. Co strives to understand each incident as it occurs in order to continuously improve the products.